Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the contact manufacturer for evaluation.

Event description:
Catheter with a side hole, and while flushing, splash occurred due to hole or crack in the distance between extensions and cuff.

Manufacturer narrative:
The investigation of the complaint included a review of the device history record, a review of the returned sample, and the manufacturing process. The device lots involved were manufactured and inspected to appropriate procedures. The catheters are 100% leak tested during the manufacturing process. As part of the investigation attempts were made to replicate the failure mode. The pin holes in the extension tubes could have been cause by engaging the clamp over the guidewire/stylet. The hole in the lumen at the hub could have been caused by a sharp object plus force applied to the main shaft. The failure modes are not considered to be associated with the manufacturing processes.